Event description:
During insertion on 1/3/97, the catheter would not thread more than 2cm past the introducer (or 5cm total). The catheter was flushed, but it still could not be threaded. The catheter was removed and flushed; a leak was found in the catheter just proximal to the distal end. A second catheter was placed in the pt with no reported problems.

Manufacturer narrative:
Returned for evaluation is a 4 fr catheter which measures 50.5cm overall. A 3cc syring was attached to the catheter hub. The guidewire was not returned and no blood was present in or on the catheter. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal tip with a padded clamp. One leak was detected 1.5cm from the distal end of the catheter. Under 45x magnification, the leak appears to be a partial cut at an approximately 45 degree angle. Under 90x magnification, the leak surface appears shiny with tiny parallel striations across the surface. These signs indicate the catheter was partially cut be a sharp object, such as scissors. The clinician also noted difficulty threading the catheter more than 2cm past the introducer sheath. Resistance threading the catheter was probably due to the damaged portion of the cahteter tubing catching on the distal tip of the introducer sheath.